Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers and cubies were not detected on the bus. A field service engineer (fse) identified that the drawer 1.2 was failed. Fse performed hardware test application testing, verified controller board status, reseated all drawer cables, restarted the station and application, and completed proactive inspection to restore functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple cubies and auxiliary drawer 1.2 failed and displayed device not detected on bus error. The user had to reboot the machine several times to temporarily clear the failures; however, the issue continued to recur. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.